Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. When the procedure was moved into the left atrium, damage to the hemostatic valve and bubbles were noted on the sheath. The valve was stated to be broken. The valve did not dislodge inside or outside of the hub. The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on january 6, 2024 biosense webster became aware that the supplemental report submitted on january 5, 2024 erroneously placed an incorrect statement in h11 (corrected data). The correct h11 (corrected data) should have been: on january 5, 2024 biosense webster became aware that incorrect values were erroneously placed in the initial report submitted on that same date. G1: manufacturer contact addr. St. Line 1, manufacturer contact state code, manufacturer contact city, manufacturer contact city, and manufacturer contact zip code have been updated.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, and a hemostatic valve separation occurred post procedure. It was reported that when the procedure was moved into the left atrium damage to the hemostatic valve and bubbles were noted on the sheath. The valve was stated to be broken. The valve did not dislodge inside or outside of the hub. The brim cap did not detach from the sheath. No air entered the patient¿s body. No blood return was noted. Superior vena cava and pulmonary vein isolation had already been performed. As the procedure was in its final stages, it was continued without replacing the sheath. There were no patient consequences.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1 (initial reporter phone) : (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on january 5, 2024 mentor became aware that incorrect values were erroneously placed in the initial report submitted on that same date. G1: manufacturer contact addr. St. Line 1, manufacturer contact state code, manufacturer contact city, manufacturer contact city, and manufacturer contact zip code have been updated.